Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a mobi-c implant migrated post-op. An x-ray was included. No further information has been provided to date.

Manufacturer narrative:
Device evaluation: product was not returned and no photos were provided. Migration confirmed via x-ray. A device evaluation was unable to be performed. Potential cause: root cause was unable to be determined. This event could possibly be attributed to operational or patient factors. DHR review: DHR review unable to be performed as lot number is not known. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a mobi-c implant migrated post-op. An x-ray was included. No further information has been provided to date.